Manufacturer narrative:
The device was in use for treatment. The lead was taken out of service for an unspecified reason. No information was provided as to the allegations against this lead. Attempt to obtain additional information was unsuccessful, therefore the reason as to what the performance issue was is unknown. No subsequent device or clinical adverse events were reported. This lead is no longer manufactured and the last sale was in year 2006. Based on this information, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. Oscor will continue to monitor this product for complaint trends. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are entered in the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported that this lead was explanted due to a performance issue.